Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that an inaccurate fill estimate was received, the pump shutdown unexpectedly, and that the pump battery was depleting quickly. Customer reported that they experienced high and low blood glucose (bg) levels in the past; cause and levels were unknown. Customer declined to provide additional information regarding high and low bg levels. Customers bg level was 131 mg/dl at time of call. Reportedly, the customer continued to use the pump for insulin therapy.